Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that when viewing the remote home monitoring data, the clinic noted 62 non-sustained ventricular tachycardia (vt) episodes stored due to oversensing of noise on right ventricular (rv) channel. It was noted that the patient has underlying intrinsic conduction thus there was no pacing inhibition or asystole. Boston scientific technical services (ts) was consulted and suggested bringing the patient in for evaluation. The patient was brought in and the noise was found to be reproducible with isometrics. The rv sensitivity was reprogrammed to 1.5 millivolts and a revision procedure was scheduled. A revision procedure was performed a couple weeks later where the right ventricular (rv) lead was surgically abandoned and the implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. No noise was noted on the live e-grams during programming. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.